Event description:
After several low glucose alarms I got an ultra low glucose alert. I did a finger stick comparison. Blood test showed a sugar level of 104 versus sensor reading of 55. After switching from the libre 3 to the libre 3+ these low glucose events have been occurring more frequent. Since august I have return/replaced 11 sensors. Abbott has sent me replacement once I reported the issue of reading low from 25 to 50 units below my finger prick blood test. The customer service representative told me the previous sensors are not part of the current product recall. I believe they have some other issue that is causing my abnormally low readings. Hopefully those with insulin pumps are not having similar issues causing other more serious medical conditions. Pt code: 4582. Device code: 2460. Referenced reports: mw5180498, mw5180499, mw5180500, mw5180501, mw5180502, mw5180503, mw5180504, mw5180505, mw5180506, mw5180507.